Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient was unresponsive and had a locked jaw. The patient was taken by ambulance to the hospital. The patient was treated with intravenous fluids as well as crackers and juice in the ambulance. The patient was at the hospital for 2 hours. As a result of this event corrections were made to the patients controller.